Event description:
Left total hip replacement on (B)(6) 2003. She received the depuy total hip pinnacle acetabular cup 54 sz mm, ultamet metal insert neut 36mm, 54d, and the articul/eze metal on metal femoral head. Right total hip replacement on (B)(6) 2003, she received the depuy total hip pinnacle acetabular cup 52 sz mm, ultamet metal insert neut 36mm, 52d, and the articul/eze metal on metal femoral head. Beginning in 2007, she began having left hip pain, especially when standing for any length of time. She has numbness in both thighs if she sits very long. She is unable to do household chores because of the pain in her hips. She also has metallosis from the hip devices. Diagnosis or reason for use: degenerative joint disease of left hip; degenerative joint disease of right hip.